Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient complained of not feeling well shortly after starting an exercise, and the device pacing rate increased suddenly. A sensing issue was suspected and the device was initially reprogrammed, with some improvement in the patient's comfort. The device was later explanted and replaced per the patient's request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.